Event description:
A caller reported a cartridge alarm identified as cartridge alarm 20. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. The caller had previously experienced similar cartridge alarms, and it was resolved that the pump would be replaced by customer technical support.